Event description:
Ous MDR - it was reported that there was no pacing seen by the pacemaker following the implantation, so it was explanted and replaced.

Manufacturer narrative:
Ous MDR - the visual analysis of the pacemaker showed scratches on the pacemaker housing. The lead attachment screw for the lead contact showed no anomalies in the analysis. The screw could be screwed in and out easily. The coil element also did not show any anomalies in the analysis. It was noted in the incoming goods inspection that the pacemaker was programmed to vvir mode with 60 ppm and 3.6 v at 0.4 ms. The pacing polarity ans sensing polarity was set to unipolar. The lead check function was activated. A check of the output signal showed that the pacemaker paced with the programmed parameters. The pacemaker underwent a complete function test and no anomalies could be found. The pacing and sensing functions of the pacemaker were tested. There were no pacing or sensing defects. A bipolar test lead could be contacted successfully. The pacemaker underwent a long-term pacing test. No pacing lapses were observed during the test. In summary, the analysis results do not indicate a material defect or manufacturing error. The pacemaker is within all specifications. The analysis was unable to find a cause for the pacing loss mentioned in the complaint.